Event description:
It was reported that during use, it was difficult to insert the tool into the attachment. There was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of difficulty to insert tool in the attachment was confirm ed. The likely cause of the failure was a detached distal bearing. It was also noted that the tube was worn and sharp at the distal and the sleeve tool lock-unlock was offset to the outside and the nut housing thread was exposed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.